Event description:
The pt reportedly experienced lack of benefit since implantation. CT scan confirmed that the electrode array was partially migrated out of the cochlea. The pt's device was explanted. The pt was implanted on the contralateral side with an advanced bionics cochlear device.